Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and brown particles inside the device. A leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a smooth crease opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6.

Event description:
Device has been explanted.